Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had issues with no delivery alarm, motor error alarm, and cracks near the battery compartment. It was also reported that the transmitter was not holding a charge and insulin pump was louder during rewind. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed. Device received with cracked reservoir tube window corners noted.